Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-04989 (B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was stable angina and coronary angiography was performed. Target lesion #1 was located in the distal left circumflex (lcx) artery extending into the 2nd obtuse marginal (om) branch with 90% stenosis, was 30mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.5 x 38mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal lcx with 90% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.5 x 12mm study stent with 0% residual stenosis. Target lesion #3 was located in the proximal right coronary artery (rca) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.5 x 20mm study stent. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented to the emergency room (ER) with acute onset of chest pressure, typical of the patient's usual angina chest pain. Three days later, coronary angiography was performed. Subsequently, the 90-95% isr of stent in mid lcx was treated with pre-dilatation and placement of 2.25 x 30mm non-bsc stent. Following post-dilatation, residual stenosis was 10% with timi 3 flow. On the same day, the patient was discharged on dual antiplatelet therapy.